Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported of high blood glucose readings from the insulin pump. The customer stated that they had an issue with the infusion set going loose, and woke up with high blood glucose and had to go to the hospital. The customer stated that the tubing from the infusion set kept detaching which led to the customer being hospitalized. The customer was advised to change out the infusion set and return the infusion set to medtronic.